Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during vein harvesting, the bipolar component of the harvester was broken. Per user facility, there was 15 minutes delay that took to make a separate incision and retrieve the broken piece that was inside the wound channel. The product was changed out. The surgery was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on august 24, 2020. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added expiration date); g4 (date received by manufacturer); g4 (date received by manufacturer); g7 (indication that this is a follow-up report); h2 (follow-up due to additional information); h6 (identification of evaluation codes 11, 3331, 4114, 3259, 4315). Method code #1: 11 - testing of device from same lot/batch retained by manufacturer. Method code #2: 3331 - analysis of production records. Method code #3: 4114 - device not returned. Results code: 3259 - improper physical structure. Conclusions code: 4315 - cause not established. The affected sample was not returned so a thorough investigation could not be conducted. However, provided pictures confirmed a broken v-cutter. A representative retention sample was reviewed and inspected for any signs of damage or anomalies that could lead to a broken v-cutter. The sample was inspected for electrical integrity. No anomalies were observed and electrical values were within specification. All vsp550 are visually inspected and tested for functionality and performance along with inspection for v-cutter mechanism, prior to packaging. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.